Event description:
A distributor returned monitor (B)(4) and reported that the response buttons were not working.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was not functional. The cause for the failure was isolated to a damaged response button cable. The middle trace on the cable was damaged. The root cause for the damaged trace could not be positively identified. No adverse event resulted from the defective monitor.